Manufacturer narrative:
Product event summary: further analysis was conducted on the battery. At visual inspection no anomalies were noted. Data analysis indicated proper battery operation. The conclusion was that the battery works properly.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a lock up, however it was noted that multiple errors were found in the error log and software engineers stated that they were related to peripheral connection errors. The software was reloaded and it was noted that the unit powered up consistently following the software reload. Analysis did confirm that the battery would not hold a charge, and it was to be replaced and sent for failure analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during patient checks/interrogations on multiple occasions the programmer generated a "serious programmer error." On one occasion it was noted that the error generated when the physician assistant (pa) was going to demonstrate alert tones but the programmer just locked up. The power was cycled and the error cleared however the pa noticed that the "low battery" symbol was on. This session was able to be completed without incident but at other times the programmer was replaced with another in order to successfully complete the interrogations. The programmer has been returned for service. No patient complications have been reported as a result of this event.